Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green image during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d9, h3 of the initial medwatch. The device was returned to olympus for inspection, the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, further burn-in testing was performed to produce the reported fault however, the customer¿s reports of a green image cannot be replicated. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.